Manufacturer narrative:
Product complaint # (B)(4). Reporters state: (B)(6). Initial reporter is j&j company representative. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the threaded guide broke during surgery. No fragments were generated, and there were no surgery delay. This complaint involves one (1) device. This report is for one (1) threaded drill guide. This report is 1 of 1 for (B)(4).